Event description:
The patient was hospitalized for 7 days for an infection at the neurostimulator pocket site. He felt warmth at the pocket a few days post-implant while operating a forklift. The healthcare provider confirmed the infection at the pocket site, and that the patient was hospitalized for seven days in 2008. The symptoms noted were redness, swelling, and pain at the pocket site. A culture was obtained, but the results were unknown. It was noted that the patient was having prostatitis during the implant period, and urinary tract infections prior to implant. The patient was treated with both oral and intravenous antibiotics-specifically vancomycin and gentamycin and the infection resolved.